Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01657. This report is being submitted as additional information. Approximate age of device (age of device: 3 years, 7 months, 4 days). A direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The account communicated on (B)(6) 2018 that the patient presented to the emergency department (ed) with a suspected gi bleed. The patient was experiencing light headedness and fatigue. The patient¿s hemoglobin and hematocrit (h&h) were low. The patient underwent a double balloon enteroscopy with coagulation of a jejunal arteriovenous malformation (avm). The patient remained hemodynamically normal for three days. The patient remained stable. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient was experiencing gastrointestinal bleeding. No further information was provided therefore the event was estimated. Additional information was requested but was not provided.

Manufacturer narrative:
Correction.